Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned to zmc and the evaluation is underway. The device flag data from the last download (10/25/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 02/13/2018, belt: 05/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal on the date of passing. The device was started up at 09:33:32 on (B)(6) 2021. The patient was in sinus bradycardia at 50 bpm with motion artifact at 22:41:35. The patient's rhythm then degraded to asystole. The patient was in asystole with intermittent cardiac activity and motion artifact at 22:42:24. The patient received the inappropriate shock at 22:45:05. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with motion artifact. The patient was last seen in asystole with intermittent cardiac activity and motion artifact between 22:59:33 and 23:02:31. The device was shutdown at 23:06:31.